Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle broke and the pedicle screw disassembled during removal of the pedicle screw immediately following its installation to correct its placement. The planned bilateral construct was changed to a unilateral construct due to the broken pedicle.

Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for evaluation. However, a photo was provided and used for evaluation. The device was confirmed to have disassembled but without product return or additional images, a cause cannot be established. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a pedicle broke and the pedicle screw disassembled during removal of the pedicle screw immediately following its installation to correct its placement. The planned bilateral construct was changed to a unilateral construct due to the broken pedicle.

Event description:
It was reported that a pedicle broke and the pedicle screw disassembled during removal of the pedicle screw immediately following its installation to correct its placement. The planned bilateral construct was changed to a unilateral construct due to the broken pedicle.